Event description:
Per the clinic, the patient developed a hematoma post baha implant surgery. An incision was made and the hematoma was drained (date not reported). The patient was prescribed bactrim (date, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.